Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device would not turn the drill bit was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was found that the motor of the device failed safety check assessment. It was observed that the device operated in the unlock position and emitted an unusual noise during temperature assessment. It was further observed that the burr-lock was power broken. It was determined that the cause for the burr-lock to be power broken, which caused the unusual noise, was due to improper use by running the device in the safe or load position. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the handpiece device would not turn the drill bit device. During in-house engineering evaluation, it was determined that the device failed safety check assessment as the device operated in unlock position. It was further determined that the burr-lock was power broken. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.